Manufacturer narrative:
(B)(4). (Device product code) is only populated for e-submission purposes. This device is not approved for sale in the USA, but is similar to a USA marketed/approved device sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's left lead exhibited high impedances. Subsequently, surgical intervention was undertaken wherein it was observed the lead displayed normal values, however, the lead and extension connection displayed high impedances. The physician proceeded with explanting the extension. A new extension will be implanted at a future date.